Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for procedural complication since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor left the destination slender over night while giving lysis to fem pop. The site needed to be repaired (open). Had to open at axillary site. The patient was stable at home. The procedure was successful. Additional information was received on 30march2021: the procedure was a radial approach to stent the (sfa) superficial femoral artery. The physician left the destination slender in overnight as the patient had a lysis catheter through the sheath that needed to administer medicine. There wasn't a defect with the destination slender. The physician could not gain radial access so had to go axillary. He could not remove the sheath so had to open the access the site and repaired it. The patient had a hematoma at the access site. There were no other issues. The patient went home and is doing fine.